Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed to address the occlusion alarms and the occlusion alarms continued. Troubleshooting was performed using the current supplies and the occlusion alarms were verified. Further troubleshooting was declined by the customer. The customer's blood glucose (bg) level was 500mg/dl. Reportedly, a manual injection was administered to address the bg level.